Event description:
It was reported to philips that the customer requested an fse to troubleshoot their device. We are considering the customer to have experienced a failure symptom due to the request for assistance. There was no patient involvement.